Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead had an increasing trend with both capture threshold and pacing lead impedance. No programming changes were made. The physician elected to monitor the patient going forward. The patient was in stable condition throughout.